Manufacturer narrative:
Manager perioperative supply chain <(>&<)> revenue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the balloon did not inflate at all.